Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth in the left eye (os) at post treatment. A brief description from the surgery center noted there was a thin epithelial ingrowth observed at the inferior flap margin of the os. The patient¿s chief complaint was of dry eye. The patient¿s comments were of having intermittent dry eye, blurred vision, light sensitivity, and discomfort. The surgery center has increased dry eye therapy. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20, 2.75 x -5.00 x 165; left eye pre-op 20/20, 1.00 x -2.25 x 9. Bcva from (B)(6) 2019: right eye post-op 20/20, -1.50 x -1.00 x 23; left eye post-op 20/20, -.75 x -.75 x 169.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 03/31/2008, however the correct date is 03/24/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.